Event description:
Additional information was received. Further treatment is planned. The patient has been using additional topical steroids. The patient has no further complaints. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A doctor reported lasik flap creation was unsuccessful. The laser worked initially without problems. Air bubbles occurred around the suction ring. During laser ablation, the lower area of the bed cut suddenly changed appearance towards five o'clock. Arising air bubbles were noted and appearance was dense and milky in that lower area. Approximately one fourth of the flap could not be opened. The treatment was abrogated. The flap could be repositioned. Patient impact is unknown at this time.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Logfile review showed no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Field service engineer checked the device, cutting depths, and flap thickness all were within specifications. Energy and all other values were stable. Device met specifications. Company clinical training manager reviewed the pictures. It could be seen that the flaps were too thin. The milky layer indicated the bowman membrane. Furthermore, it could be seen there was too much fluid on the eyes (bubbles around the interface).the extra fluid between the eye and patient interface means that the flap got thinner. Clinical applications specialist attended surgery day without any abnormalities. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).